Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. Post-dilatation was performed and the pvl was not reduced. A second transcatheter bioprosthetic valve was implanted valve in valve with some pvl remaining. Three days post implant the pvl had gradually resolved. No adverse patient effects were reported.

Manufacturer narrative:
Correction: upon recent review of the previously submitted medwatch report, it was noted that the patient identifier and gender were not listed. The patient identifier and gender have been added, and the additional fields were updated. Corrected: a1, a3, a5b, b7, d8, g1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that two years and one month following the valve implant, regurgitation was noted and the valves were surgically replaced with an aortic bioprosthetic valve. No additional adverse patient effects were reported. The explant was reported on the second valve medwatch. (2025587-2016-00843) upon receipt at medtronic's quality laboratory, the valve leaflets were in the open position toward the frame. The leaflets were intact and stiff extending onto the frame. The commissures were intact. The frame strut adjacent to a paddle is cut or broken. Remnant off-white pannus lined the inflow orifice extending to the inner lumen aspect of the skirt. Remnants of pannus was noted on the outflow struts. Pannus remained attached to the outer frame along the skirt. Radiography showed evidence of a break or cut in the stent and no evidence of calcification on the overall tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Frame strut adjacent to one of the paddles was cut during explant. The frame damage was confirmed to be part of the explant technique by the customer. If information is provided in the future, a supplemental report will be issued.